Event description:
Gyrus acmi halo pks cutting forceps x 2 with same lot #'s would not coagulate. The generator was rebooted with no change in the device's operation. Subsequently, a second generator was also tried with the same result. The generators were working fine as demonstrated by their functioning once our robotic instruments were connected. Diagnosis or reason for use: robotic hysterectomy.